Event description:
A pre-bypass filter used with the cardiopulmonary bypass (cpb) circuit occluded during set up for an unknown reason. There was no pt exposure. The pre-bypass filter failed to operate correctly. It appears to have come from the factory sealed on the inflow side.